Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atm on the second inflation. The initial inflation was also to 18 atm. The balloon was being used for post dilation. The lesion being treated was located in the severely calcified and 90% stenosed right coronary artery (rca). The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
H6. The device was disposed, therefore, no direct product analysis could be performed. The mfg records for top assembly batch 8727545 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the defficulties experienced during the procedure could not be determined.